Manufacturer narrative:
. Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number (B)(6). Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an unknown pure see intraocular lens (iol) model was implanted in the patient's left eye (os), and a defect was noted in an essential portion of the optic due to the trailing haptic being jammed against it. It was loaded into anterior chamber with ovd and cut with mst scissors and removed. Backup lens was inserted. Patient status was reported as unknown. It was also unknown if an incision enlargement, sutures, or a vitrectomy were required. There is no further information available.